Event description:
Post deployment of a palmaz-schatz iliac stent, an opta-5 pta balloon 8x4, 80 cm was used to post inflate. This balloon ruptured and when removed it appeared a piece of balloon material was retained in the iliac artery causing the need for surgery to explore.